Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary = according to the information provided, it was reported that during an acl procedure, while using one omnispan meniscal repair system/27 degree and three omnispan meniscal repair system/12 degree, after 1st firing, two plates were deployed at the same time. All the 4 pieces are with the same issue. They did not change the gun; another needle was used to complete the surgery. The complaint device was received without the suture and implants. Because of this, both implants were released of the needle. Therefore, we can confirm this complaint. Visual observations reveals marks of scratches into the sleeve, indicating that it was slightly damaged. There were no signs of damage into the needle tip. We cannot perform functional testing to replicate the reported issue since the omnispan gun was not returned and we cannot discern a definite root cause. The possible root cause for the needle deployed to the same time mode can be related when main pusher rod is bent upwards; the failure mode is due to the interference of the bent pusher rod with the 2nd implant during deployment. This bent rod will push the 2nd implant and 1st implant from the needle, thus deploying both implants and aggressively removing the needle; which generates that the sleeve will also damaged. A manufacturing record evaluation was performed for the finished device lot number:6l10302, and no non-conformances were identified. At this time, no corrective action is required, and no further action is warranted, as the device was placed in long term hold. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. Device history lot = a manufacturing record evaluation was performed for the finished device lot number:6l10302, and no non-conformances were identified.

Manufacturer narrative:
H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by sales rep via complaint submission tool that during an acl procedure, while using one omnispan meniscal repair system/27 degree and three omnispan meniscal repair system/12 degree, after 1st firing, two plates were deployed at the same time. All the 4 pieces are with the same issue. They did not change the gun, another needle was used to complete the surgery. No surgical delay or patient consequences reported. No additional information could be provided.